Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the needle plunger was pulled out only the white link suture was captured by the needle and the whole suture loop was outside of the arteriotomy. The suture was removed, the guide wire was reintroduced and the device removed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.